Event description:
It was reported that the patient was experiencing severe left shoulder pain with numbness CT showed the lead was pressing on the spinal cord. As a result, the system was removed on (B)(6) 2026. It was confirmed with patient that the symptoms were completely resolved after device removal.

Manufacturer narrative:
Event date is estimated during processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
During processing attempts to obtain patient weight were unsuccessful. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.